Event description:
High readings on her one touch ultra meter. The patient does not recall the date of the incident; however, she tested her blood glucose around 2:00p.m and received a 102mg/dl. She went to sleep and around 4:00pm her husband found her unconscious and was foaming in the mouth .he contacted the paramedics and when they arrived, they tested her blood glucose and received a 21mg/dl. The patient was taken to the hospital and treated. The test strips were in good condition and not expired. A quality control test was dond and the test strips passed using the control solution. The patient was unable/unwilling to verify the technique used for applying the blood on the test strip whether the test strip vial was cracked/broken and how the pateint had been cleaning the puncture area of the meter. The patient also mentioned that in another complaint that she received an error message and does ot recall which error message she received and the test strips "were catching" on the meter. Customer care advocate (cca)sent the patient a replacement ultra meter and testing supplies. No further clincial information was provided. It would have been helpful to know the patient's diabetes regimen, whether she took anything with the reading of 102mg/dl, readings prior to the incident, whether her diabetes regimen changed after the incident and when she received the error message. The complaint is being reported because the patient was treated by hypoglycemia by a medical professional.